Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet during the first week of therapy, with a lowest blood glucose of 54 mg/dl lasting about one hour, and no precipitating events identified. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates, including fruit, toast, and milk, without professional medical intervention. Investigation included troubleshooting and education with reminders regarding the adaptation period as the system learns insulin needs. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was related to low glucose with an undetermined cause and that user education and monitoring were appropriate.